Event description:
It was reported that during a gastric bypass procedure, that the device would cut but stapled partially. Procedure completed with manual suture. There was no adverse patient consequence.